Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the serious adverse events of hypervolemia (characterized by dyspnea), which required hospitalization and ccpd therapy utilizing 4.25% dialysate to promote fluid removal. The pdrn reported the cause of the serious adverse event was the liberty select cycler shutting down while in drain 4. Fluid overload is a common finding among hemodialysis patients and is frequently multifactorial in its origin. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the allegations of device malfunction made by the patient/pdrn, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having a possible (indirect) contributory role in the serious adverse events experienced by the patient.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid retention (hypervolemia) related to dialysis. Follow-up with the patient¿s primary pdrn confirmed the patient presented to the emergency room on (B)(6) 2026 with shortness of breath (dyspnea) and was admitted. The patient underwent radiological testing, which revealed the patient was suffering from fluid overload (hypervolemia). The patient is reportedly undergoing ccpd with 4.25% dialysate to increase ultrafiltration. Although the patient¿s dyspnea and hypervolemia have been addressed, the patient remains hospitalized for reasons unrelated to ccpd (specifics not provided). The pdrn attributed causality to the patient¿s malfunctioning liberty select cycler, as she has no reason not to believe the patient. However, to date, the liberty select cycler has not been replaced or returned to the manufacturer. It should be noted that the patient had the correct supplies to perform continuous ambulatory pd (capd) but elected not to perform manual exchanges for approximately 48 hours or contact the pdrn for assistance (rationale unknown).